Event description:
Account contact reports: the filters were noted to be fine before use but after the cycle were observed to have shrunk in size with the filter holder holes exposed. There were no pt events or complications.